Manufacturer narrative:
Complaint history and cartridge product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There have been five similar complaints in this lot number. (B)(4).

Event description:
A surgical assistant reported that during an intraocular lens (iol) implant procedure, upon insertion of the lens through a cartridge using an automated iol delivery system, the cartridge split/splayed in a way that the surgeon felt it was unsafe and removed the cartridge with the lens partially engaged. The lens was then reloaded and it happened again. The lens was successfully implanted with the second attempt. Both automatic and manual handpieces were used. There are two reports associated with this event. This report is for the second cartridge used.

Manufacturer narrative:
Product evaluation: the cartridge was not returned. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. The qualified iol, handpiece and automatic handpiece were indicated. Two viscoelastics were indicated; only one is qualified for the lens/cartridge/handpiece combinations indicated. Iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported cartridge damage. The cartridge was not returned for evaluation. Per the automatic directions for use (dfu): the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). (B)(4).